Event description:
A doctor allegedly caught his fingers between the litter frame and the pneumatic fowler release bar while lowering a pt from the fowler position. The doctor allegedly sustained two broken fingers from this occurrence.